Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revision case where surgeon was checking for stability.

Manufacturer narrative:
The alleged complaint could not be confirmed. Visual review of provided images of the implants, kponxxmb lots unk, does not reveal any evidence of failure involving these implants. These implants were not returned for investigation. Two pictures were provided. The first picture showed the superior side of both the metal back plate and the poly knee, and the second picture showed the inferior side of the same metal back plate and poly knee. Therefore, one of the complaint implants is not pictured, and it is not possible to determine which one due to the unknown and missing part information. No patient information is provided and both the original surgery date and revision dates are unknown. It is not possible to determine if there is an implant failure which may have caused the alleged failure based on the provided images. Attempts to obtain more information regarding the instrument failure have been made, however, no new information has been provided. Therefore, this complaint cannot be further investigated without additional information. The mpo knee systems package insert (150806-4) states ?malalignment of the joint can cause excessive wear, loosening of the prosthesis, and pain leading to premature revision of one or more of the prosthetic components,? And lists "dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity" as potential adverse effects. Mpo will continue to monitor this issue through complaint tracking.